Event description:
It was reported to philips that the device battery test failed and was displaying a replace battery message. There was no reported patient or user involvement and no adverse patient/user impact.